Event description:
Caller reported an alarm 2 followed by an alarm 26, indicating an occlusion issue that caused the customer¿s blood glucose level to rise to 527 mg/dl. The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Technical support instructed the caller on several troubleshooting steps, including disconnecting tubing and delivering bolus doses; however, the occlusion alarm persisted. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.